Event description:
It was reported that a bare wire was advanced for support. When loading the filter onto the guide wire the physician noticed a piece of metal sticking out of the shaft, just beyond the rapid exchange port. The device was not used any further. A new device was used without any further issues. No patient effects were reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) noted blood on the full length of the shaft and in the filtration element and the red clip on the handle, which appears consistent to the reported use of loading onto the guide wire but not deploying. The reported issue was confirmed as 3 mm of core wire was protruding through a tear in the shaft of the delivery catheter 5 cm distal to the guide wire exit notch. The end of the core wire had a jagged face, indicating that it had broken away from the remainder of the wire. Subsequent shaft dissection confirmed the rest of the wire to be located in the catheter and glued in place at the appropriate location. Based on the analysis, the tear in the delivery catheter shaft was likely due to the jagged edge of the broken core wire. Given the orientation of the protruding wire, the shaft tear likely occurred due to handling at the account. There is no indication of when the break in the core wire may have occurred. Potential causes for this break include, but are not limited to, manufacturing, excessive handling (at either the account or manufacturing) leading to fatiguing of the wire, and material inconsistencies. The location of the break would not be visible under the opaque shaft material and may not have been readily apparent at the time of the break. The lot history record was reviewed and the are no nonconforming material records for this lot. A conclusive root cause can not be determined for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.